Event description:
(B)(4).

Manufacturer narrative:
At attempt to acquire information required for this form could not be made by gore. Gore received notification from FDA that the voluntary report contained all of the information presently available. Reporter contact information was not provided. This report is being filed in conjunction with MFR. Report 3003910212-2013-00013 in response to voluntary (B)(4). It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, "when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary." "Possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available information has been placed on file for use in tracking, trending and follow-up.